Event description:
It was reported that an atrial lead warning occurred with corresponding rising and high impedance, and noise in bipolar configuration. A possible atrial lead fracture was also noted. The atrial lead was explanted and replaced. Upon extraction a steep curve was noted on the atrial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product: d234drg ICD, implanted: (B)(6) 2010. (B)(4).